Event description:
It was reported by repair work order that the siderail was stuck in the down position due to the glide rods needing lubrication. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.